Manufacturer narrative:
Based on the investigation conducted, lenstec concludes that there was no evidence to suggest that any aspect of these devices was responsible for the reported incident. The assessment by lenstec's medical monitor stated the photos were helpful, but the etiology of tass in the complaint is not conclusive. It was also noted that the iols may be an innocent bystander for tass caused by other reasons, and the lack of similar cases around the globe, gives pause to blame the intraocular lenses. Hence, no further actions other than continued vigilance and process reviews were recommended. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. The compatibility and sterility of the injector used by end user cannot be corroborated by lenstec.

Event description:
Lenstec received an email stating "the patients had symptoms of tass after the surgery. The symptoms are a large amount of spider-web-like exudation in the anterior chamber, inflammation and a significant decline in vision. There was patient injury and the lenses remain implanted."